Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an umbilical exploration with herniorrhaphy with mesh and placement of marcaine pump. The patient experienced surgical revision, pain, explant of mesh due to periumbilical discomfort that created reaction between soft tissue and palpable mass that was tender to the patient. Skin of the umbilicus was completely grown into the mesh and underlying tumor like structure, cyst-like structure filled with dark brown thin fluid was created around the mesh, recurrent ventral incisional hernia requiring repair with sutures.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a umbilical hernia. It was reported that after implant, the patient experienced recurrence, pain, periumbilical discomfort that created reaction between soft tissue and palpable mass that was tender to the patient, skin of the umbilicus was completely grown into the mesh and underlying tumor like structure, cyst-like structure filled with dark brown thin fluid was created around the mesh. Post- operative treatment included umbilical exploration with herniorrhaphy with mesh and placement of marcaine pump, explant of mesh recurrent ventral incisional hernia requiring repair with sutures.